Event description:
The pt experienced symptoms of withdrawal including increased pain and nausea. A dye study and a roller study were performed and both were normal. The device was explanted. The pt recovered without sequela. The medication being delivered via the device sys was not reported. A tissue sample was submitted for pathologic analysis. The tissue was determined to be fibrous tissue and adipose tissue with foreign bodies and foreign body giant cell reaction. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The report is being submitted late due to a delay by a MFR employee. A process improvement plan and training in place. The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.